Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. This report is 4 of 4 allegations of insufficient information for complaint classification that had similar event details. Related records: (B)(4).

Event description:
It was reported that an adverse event occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient stated that she had been hospitalized four times for dka and was using the g6 sensor during those episodes. This report is 1 of 4 allegations of insufficient information for complaint classification that had similar event details. While the technician was attempting to ask further questions about what happened, the call was disconnected. Follow-up calls were made on (B)(6) 2025; however, all calls were routed to voicemail. A reach-out email was also sent to request additional information about the hospitalization, but the patient has not yet responded. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient stated that she had been hospitalized four times for dka and was using the g6 sensor during those episodes. This report is 1 of 4 allegations of insufficient information for complaint classification that had similar event details. While the technician was attempting to ask further questions about what happened, the call was disconnected. Follow-up calls were made on (B)(6) 2025; however, all calls were routed to voicemail. A reach-out email was also sent to request additional information about the hospitalization, but the patient has not yet responded. Performance data was reviewed, alerts/notifications functioned as intended. The allegation is undetermined. The probable cause could not be determined; however high counts aberration was observed on (B)(6) 2025 at 10:35 am. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - correction h2: correction

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an adverse event occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient stated that she had been hospitalized four times for dka and was using the g6 sensor during those episodes. This report is 4 of 4 allegations of insufficient information for complaint classification that had similar event details. While the technician was attempting to ask further questions about what happened, the call was disconnected. Follow-up calls were made on (B)(6) 2025, (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025; however, all calls were routed to voicemail. A reach-out email was also sent to request additional information about the hospitalization, but the patient has not yet responded. Performance data was reviewed, alerts/notifications functioned as intended. The allegation is undetermined. The probable cause could not be determined, however high counts aberration was observed on (B)(6) 2025 at 10:35 am. No additional event or patient information is available.